Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not connecting to the insulin pump. Troubleshooting was performed. The customer¿s blood glucose level was 45 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer stated their blood glucose level tends to run low at 1 am. The customer did not mention how they treated the high blood glucose. The device will not be returned for analysis.